Event description:
A nurse reports a scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement. Additional information has been requested.